Event description:
The patient is pursuing a product liability claim. It was reported, that a unknown winterthur insert was implanted on (B)(6) 2008 on the hip. The patient underwent a revision surgery on (B)(6) 2014 due to pain and alleged metal debris.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).